Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/01/2025, it was reported by a sales representative via (B)(4) that an ar-9938-11 wire cutter w/ safety insert broke. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9938-11 batch 672321 was received for investigation. Functional testing was not performed because the device was received damaged. Visual inspection found that one of the silicone inserts was missing. Heavy signs of wear appear as the laser marks fade, and many discoloration spots surround the instrument. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The instrument was manufactured in 2023. The complaint allegation was confirmed.